Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information was received on 04/11/2025: this occurred during an innertroch fracture procedure. The case was completed without the targeter, using perfect circles while using aos equipment. The case was delayed for 15-20 minutes. It is unknown at this time if added anesthesia was administered. The patient had an extra drill hole for the es part of the nail, which was posterior to the nail. Additional information was received on 04/18/2025: this occurred on (B)(6) 2025 during an innertroch fracture procedure.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged 1267-100, radiolucent targeting arm, lot number: 00848665028652, was received for investigation. Visual evaluation noted damage along where the nail attaches. The device had signs of wear along the body. Functional testing was performed by assembling the device with an 0617-300 lag screw sheath and it was found that the 1267-100held the lag screw as intended. No problem found. Refer to investigation photos. Complaint allegation is not confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/28/2025, it was reported by a sales representative via (B)(4) that a 1267-100 radiolucent targeting arm, 125 degree troch nail had an issue with the es drill hole not lining up with the nail, the drill shot posterior, and they had to use perfect circles to get the cortical screw to line up. This was discovered during a procedure, with no patient harm reported. Additional information was requested.